Event description:
It was reported that the patient presented in clinic for a standard generator changeout procedure. Upon evaluation, it was discovered that the patient's right ventricular (rv) lead exhibited a loss of capture. The rv lead was explanted and successfully replaced. The patient remained stable.